Manufacturer narrative:
Section a3: date of birth - additional information. Section d5: correction. Section h8: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented with acute low flow alarms due to tamponade. The account also reported the patient had mediastinal bleeding that required emergent return to the operating room (or) for wash out on (B)(6) 2019. The patient's chest remained open after the wash out and was closed on (B)(6) 2019. The patient experienced no further bleeding, was stable, and was ready to be transferred from the cardiothoracic intensive care unit (cticu). The heartmate 3 lvas IFU lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of heartmate 3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with acute low flow alarms related to tamponade. There was also mediastinal bleeding that required emergent return to the operating room for wash out on (B)(6) 2019. The source of the tamponade/bleeding was unable to be identified and it was unknown if it was related to the left ventricular assist device (lvad), though it did occur just after implantation. The patient's chest remained open after the wash out and was closed on (B)(6) 2019. The patient experienced no further bleeding, was stable, and was ready to be transferred from the intensive care unit (ICU).